Event description:
The patient contacted animas on (B)(6) 2011 to report intermittent power loss to the subject pump. The patient reported an elevated blood glucose (bg) in the 300's mg/dl upon waking with alarm (unclear which alarm) going off. The patient claimed having symptoms of frequent urination and increased thirst with the high bg. The patient reported taking a correction bolus in response to high bg and bg responded properly (readings not provided). At the time of troubleshooting, the patient informed animas customer support that he noticed a crack on subject pump's battery compartment a couple of weeks prior to contacting animas. The patient stated despite being aware of cracked case he continued using the pump and reported the pump had rebooted 10-12x during that period. At the time of the call, the patient also reported, the battery cap was stripped. The patient informed customer support that the battery cap had never been replaced as recommended in the owner's booklet. This complaint is being reported because, the patient developed signs/symptoms of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: visual inspection confirmed that the battery compartment is cracked, and the battery cap threads are stripped. A review of the black box indicated that rebooting had occurred, which was duplicated on investigation with the battery cap that was returned with the pump. The pump was exercised for 24 hours with a test battery cap and no power loss or rebooting was duplicated. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A damaged battery compartment/battery cap is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.